Event description:
In 2009, ormco corporation received notification from a sales representative that while a orthodontist was debonding a damon 3mx metal bracket the whole crown of the tooth fractured off at the gum line.

Manufacturer narrative:
Follow-up with the doctor reported that the hygienist removed the brackets using a debonding plier, which broke during removal of tooth #41. The tooth was examined and everything seemed to be fine. The hygienist finished debonding all brackets and asked the patient to rinse. At this time the patient reported that a tooth was missing. The orthodontist examined the patient and confirmed that tooth #41 had fractured. The patient was immediately taken to the dentist, who performed a root canal and seated a temporary crown. The patient is doing fine. The fractured tooth, bracket and debonding pliers were returned to ormco corporation for evaluation. The evaluation reported that the debonding plier used to remove the brackets was manufactured in 1997 and the tip was very corroded and accurate tip testing could not be performed. An evaluation of the fractured tooth indicated that the fracture originated at the gingival/buccal edge of the adhesive remnant. It could not be confirmed if the cause of the tooth fracture was due to a user error or if the tooth had been previously compromised. There were signs of wear and chips of missing enamel from various locations long the occlusal edge of the tooth, which may have caused the fractures on both the buccal and lingal surfaces of the tooth. The fractures appear to have originated at the occlusal edge of the tooth and propogated towards the gingival; signifying that the tooth may have already been weakened prior to the debonding due to the pre-existing damage on its occlusal edge. Additionally, the doctor's report of the incident did not include any mention of pain to the patient caused by the fracture indicating that a low force was applied. Thus, the tooth may have already been compromised. Finally, the returned bracket had deep scratches on the buccal surface which appear to have been caused by the misuse of a secondary tool or instrument. If the scratches occurred during debonding, then the debonding plier may have slipped while the user was applying a high force to the bracket/tooth. This is the final report.

Manufacturer narrative:
The doctor reported that the patient's tooth may have had a previous trauma and that she doesn't believe the reported incident is due to a product issue. A follow-up request was submitted to obtain additional information regarding the reported incident, and to return the product to the manufacturer for evaluation.